Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was received for analysis. Returned product consisted of the hub, hypotube and proximal shaft of a maverick 2 balloon catheter. The distal shaft, balloon and tip were not returned. The hypotube and shaft was microscopically examined. The shaft was completely separated/torn 116.5cm from the hub. The fractured/separated end of the distal shaft is stretched and jagged which indicates the shaft separation was due to tensile forces. The distal shaft, balloon and tip were not returned for analysis. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 03-aug-2018. It was reported that crossing difficulties were encountered. The 80% stenosed, 20mm x 2.5mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 20mm maverick²¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detachment/separation.